Event description:
Boston scientific received information that this patient has noise on their right atrial (ra) lead and several sudden brady responses stored in their device. The patient also complains of syncope where they fall and hit their head and have been experiencing this for a month or more. It is undetermined what the cause for syncope is, and if it is related to the noise or cardiac in nature. All other ra lead measurements were within normal ranges. Also noted the patient had several premature atrial contractions, but nothing else out of the ordinary was noted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.